Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection, electrical returned instrument testing evaluation (rite), and functional rite were performed, and a reload the set 153, reload the set 156, reload the set 157, and system error 1026 occurred. An event history log review revealed the following alarms: reload the set 157, reload the set 156, system error 1026, drain not finished, check patient line, low drain volume, reload the set 153, check heater line. To correct the reload the set 153 and reload the set 156 alarms, the valve was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified failure occurred during use on the homechoice. No patient injury or medical intervention was reported as a result of this event. No additional information is available.